Manufacturer narrative:
Follow-up #1 (07/27/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the early morning of (B)(6) 2011. As part of the patient's diabetes regimen, the patient claimed she is on metformin pills (850mg, 2x/daily) and lantus insulin (25 units at night). Despite the alleged issue, the patient claimed she continued taking her usual dose of medications as directed by her health care professional (hcp). Approximately 4 hours after the alleged issue began, the patient reported feeling dizzy, weak, and sweaty. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, there was no misused of the meter, and the power button turned on when pressed. The cca was not able to walk the patient through a test strip insertion since the patient did not have test strips available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.